Event description:
Per the clinic, the external coil was found to have become hot (date not reported). The equipment was requested to be removed from service and returned to the manufacturer for analysis. No reports of patient injury are associated with this event.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4).